Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed at the header of the dialyzer arterial side. Test strips were used to confirm and the machine did not alarm. Estimated blood loss was 250 cc's. Patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample was discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.